Event description:
It was reported that the device was removed due to infection and ¿being septic.¿ follow-up is being conducted to determine action and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that following the patient¿s device explant, the patient was given perioperative IV antibiotics for a ¿portacath¿ infection that was unrelated to the device. The infection was resolved.

Manufacturer narrative:
(B)(4).